Manufacturer narrative:
(B)(4). The product analysis can't be performed as the product was not returned. No x-rays or surgical notes were provided, therefore the event could not be confirmed. The review of the device manufacturing quality can't be performed as the product batch number was not communicated 1 complaint, this one included, has been recorded on avantage 3p cup plasma ha s50, reference p0461p50, from 7 november 2016 to 30 april 2020. The complaint history, regarding the batch number, can't be performed as it was not communicated. With the available information, the exact root cause of the event could not be determined. However please note that the bone fracture occured after patient fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient is being monitored due to bone fracture on the greater trochanter one year after surgery. The patient fell down. The product was implanted the (B)(6) 2016 on the left side. An ostheosynthesis was performed. No additional health consequences has been reported.

Manufacturer narrative:
(B)(4. This follow-up report is being submitted to relay additional and correction information. The following section has been updated : b2, b5, d1, d2, d5, d11, g4, h2, h6, h10. D11 concomitant medical products: targos stem; item #: httsh11; lot #: unknown. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that patient suffered from bone fracture one year post the implant surgery on the greater trochanter. An ostheosynthesis was performed six months after the fracture. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient is being monitored due to bone fracture on the greater trochanter. The product was implanted the (B)(6) on 2016 on the left side. An osteosynthesis was performed.